Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: not returned section h-3: device evaluated by manufacturer: yes device evaluation: a customer photo was evaluated. The photo displayed the suspect handpiece with the plunger rod fully advanced. No issues were identified with the handpiece. Due to no product received, no further evaluation could be performed. The complaint issue was not identified during photo evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
T was reported by the customer that there was a malfunction with a preloaded inserter, resulting in the lens being scratched. There was no patient harm, as the intraocular lenses (iols) had to be cut and removed. No additional information is available.